Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.

Event description:
The customer indicated that their acuity system rebooted. Welch allyn technical support indicated the reboot included a vpp corefile. This resulted in a temporary loss of centralized pt monitoring. Bedside monitoring was not affected. The customer did not provide any pt info; there were no pts attached to the system at the time of the event.